Manufacturer narrative:
The actual complaint product was not available to be returned for evaluation. A review of the device history record is in progress. All information reasonably known as of 30 dec 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
Sun med holdings llc. Received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the second of two reports. Refer to 8030647-2024-00104 for the second report. It was reported, when connected the catheter was not suctioning; the catheter was replaced at the time with no issue. There was no reported injury.

Event description:
Sun med holdings llc. Received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the second of two reports. Refer to 8030647-2024-00103 for the first report. It was reported, when connected the catheter was not suctioning; the catheter was replaced at the time with no issue. There was no reported injury.

Manufacturer narrative:
Additional information: d4. Correction: b5; g1. No photos, videos, or samples were provided; without a sample to perform functional evaluation, or a photo/video to review, the root cause could not be determined. The device history record for lot 30142955 was reviewed and the product was produced according to product specifications. All information reasonably known as of 04 apr 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as complaint-(B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.